Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) telemetry exhibited heart rate dropping to 26 beats per minute (bpm) (below the lower limit) and going higher at 113 bpm with no capturing. The right ventricular (rv) lead exhibited high thresholds. The ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.